Event description:
It was reported that the patient noticed yellow wrench alarms indicating a system controller internal fault. Troubleshooting included reconnecting the controller and then exchanging the controller.

Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Manufacturer narrative:
Section a3a; sex corrected manufacturer's investigation conclusion: the reported event of a system controller fault was confirmed via the submitted log file. The system controller (serial number: (B)(6) was returned for analysis; and log files were submitted for review. Data from the reported event date of 20dec2024 was reviewed. At the start of the log file, a controller internal fault alarm is active due to an ebb_test_curcuit fault. The controller internal fault alarm resolves at 10:10:58. There were no other notable events active in the log file. Pump operation was not affected. The system controller (serial number: (B)(6) was functionally tested and passed all testing. The system controller was connected to a mock loop and was able to operate the system for an extended period of time. The reported event of a system controller fault was not reproduced. A root cause for the reported event was unable to conclusively determined through this analysis. The device history records were reviewed for the system controller (serial number: (B)(6) and it was found to pass all manufacturing and qa specifications before being shipped to the customer. Heartmate 3 instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including controller fault and backup battery alarms. Heartmate 3 instructions for use section 8 entitled ¿caring for the equipment¿ and heartmate 3 patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.